Manufacturer narrative:
Section e: there is no clear information on the facility details where the event occurred. Hence follow-up is being performed with internal medtronic sales representative. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mainframe does not work. There was no patient impact.

Manufacturer narrative:
Based on the additional information received, we are providing an update regarding the initial report that was submitted. Upon further investigation, we have determined that the device in question does not belong to medtronic. The initial submission included incorrect product details and manufacturer information. We are submitting this supplemental report to ensure that the FDA has accurate information regarding this device. Correct details: manufacturer: natus medical incorporated tel.: +1 608 829 8500 customer address: (B)(6) clinic name: (B)(6) clinic e-mail: (B)(6) telephone contact: (B)(6) country of event: portugal device reference ID: (B)(4) reported malfunction: the device itself stops and does not start properly as usual, and is constantly "jamming." Based on the additional information, there was no reported malfunction against the device (product ID: 8253402) in this report. Hence this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.